Event description:
It was reported that the patient received several shocks due to noise. Interrogation revealed a high pacing lead impedance. The physician suspected subclavian crush due to the median approach observed on x-ray. The lead was removed and replaced with no complications.

Manufacturer narrative:
The complaint was verified. The sensing coil was fractured near the connector ring. Analysis indicated that the fracture occured due to increased stress and accelerated fatigue. The fracture could cause the reported oversensing and high impedance.